Manufacturer narrative:
Concomitant medical products: evproplus-26us transcatheter valve implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation of the right atrial (ra) lead during/after implant. It was further reported that the patient experienced tamponade. Pericardiocentesis was performed and a drain was placed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.